Manufacturer narrative:
One hundred forty days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting that a female patient underwent a successful acl repair with the use of rigidfix [product code and lot identification not identified] for fixation approximately 1 ½ years ago [date of surgery undefined]. At some point subsequently [date not defined] the patient presented with discomfort [pain]. A re-surgery took place on (B)(6) 2011 at which point they discovered two fragments of what they believe to be portions of a rigidfix cross pin. One of the fragments was loose in the joint space [the meniscal gutter] and the other was trapped in some soft tissue; the surgeon removed the fragment from the joint space, but left the fragment that was in the soft tissue alone; believes that it is well into being absorbed.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.